Manufacturer narrative:
Co found one of the 0628 to actually be an 0629. No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot history of the subject products was completed and found to be acceptable per release criteria. Co was not able to review the lot history of the 0629 since the lot number provided did not match the product returned.

Event description:
Four abutments broke in function.